Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for sub-trochanteric femoral fracture with a tfna long and the cable tensioner in question. The surgeon used tfn-advanced proximal femoral nailing system. While the surgeon tightened and loosened the tension, and he fixed temporary and loosened the fixation, the cable tensioner was stained with blood. Because the surgeon had difficulty in reading the scale of the cable tensioner, he tightened the tension more than 50 kg, and the bone fragment crashed. There was no surgical delay. The surgeon commented that he had difficulty in reading the scale of the cable tensioner because it worn. Also, the surgeon requested that the design of the tensioner improved to read the scale easily. No further information is available. Concomitant devices reported: unknown cerclage cable (part # unknown, lot # unknown, quantity unknown), unknown tension holder (part# unknown, lot# unknown, quantity 1), unknown attachment bit for tension holder (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: concomitant medical products: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.